Event description:
It was observed that during the device evaluation, the subject device had deep cut on pink probe rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. A definitive root cause could not be determined. However, based on the findings, the most probable cause of the reported damage is classified as d02 ¿ component failure: an expected or random failure of a component not attributed to design or manufacturing deficiencies. If any additional relevant information becomes available, a supplemental report will be submitted accordingly. Olympus will continue to monitor the field performance of this device.